Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) lead shock impedance measurements, measuring greater than 125 ohms. Technical services was consulted and offered troubleshooting recommendations. The physician is electing to monitor the lead at this time. The rv lead remains in service. No adverse patient effects were reported.